Event description:
The customer reported that during use of this drill in oral surgery, it became hot and an oily black substance dripped out of the device onto the surgeon's gloves and the pt's lip. The customer reported that the surgeon monitors for overheating of this device when in use. The user exchanged the drill out when the heat was felt in the handpiece body. The user did not exchange the bur guard in use as it did not get hot. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this drill for evaluation and confirmed the reported problems. A visual examination of this handpiece observed a disintegrated bearing causing black-like metal shavings inside the collet. Further investigation noted excessive heat in the collet related to this disintegrated bearing. In addition, the evaluator found a worn spindle and rotor, cast stator and ground bond failures. A review of conmed linvatec repair history noted this handpiece is overdue for preventive maintenance; last date of repair december 2005. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. In addition, the instruction manual informs the user that the service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. The customer will be provided care and service details.